Event description:
During a stone extraction procedure, a cook fusion quattro extraction balloon was used. The balloon would not deflate. Information regarding how the procedure was completed was requested but was unable to be provided. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned extraction balloon confirmed the report. The balloon was inflated with air and would not deflate. The catheter was not stretched however, there was a slight kink in the catheter at 60cm from the tip of the balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if the balloon was pre-inflated prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. This verifies the integrity of the balloon. A kink in the catheter can contribute to balloon deflation difficulty by blocking the inflation lumen. This can occur if the extraction balloon receives excessive pressure during product handling or advancement through the endoscope. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity will aid in device preservation. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.